Manufacturer narrative:
This follow-up is being submitted to relay additional information. The following sections were corrected: corrections: date of event- (B)(6) 2017 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Provisional stemmed tibial component shows signs of repeated use ( nicked and gouged ) also fractured, field age may have been a contributing factor. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. The most likely root cause for provisional fracture is wear and tear from ten (10) years of use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured. No adverse events have been reported as a result of the malfunction.